Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the two guides of the accu-pass had a problem. Specifically, when passing the suture and turning the wheels, the guide came off. When the user reviewed the guides, they showed deterioration and breakage. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The suture shuttle was returned with 2 monofilaments that are badly damaged, wadded up and bent. A functional assessment of the device found that the suture shuttle appropriately advances and retracts a reference monofilament, the returned monofilament is too damaged to be used successfully with the returned device or a reference suture shuttle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with these events is returned at a future date, this investigation will be reopened for evaluation.